Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to sui, cystocele, and rectocele. The patient stated to have experienced pain; infection; urinary problems; dyspareunia; nerve stimulation; and pelvic organ prolapse. The patient underwent corrective surgery for nerve stimulation to address underlying neurologic conditions causing overactive bladder, as well as other pelvic floor conditions and a mesh revision/removal on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair and pelvisoft placement.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, abdominal pain, urinary urgency and frequency.